Event description:
It was reported that the purple introducer cannot be pushed over the white plastic wire. Patient came to the hospital due to a traumatic brain injury. Tracheostomy was required but not possible regarding product failure. Therefore, reintubation had taken place. No injury occurred in relation to product failure.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No problems or issues were identified during this device history record review. Update: b1, h6, and h10, corrected data: h1.